Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
"The manufacturer received an scs named ""modified lapidus procedure with dorsal plating and first metatarsal to intermediate cuneiform screw fixation in an early weightbearing cohort: a multicenter evaluation"" that contains collected data on the usage and the outcomes of ortholoc¿ 2 lapifusetm triplanar correction system. The report details analysis provided for revision procedures performed between (B)(6) 2022 to (B)(6) 2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: 3 patients required hardware removal after successful union: three secondaries to dorsal plate irritation" this is case 2 of 3.